Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the front panel display of the subject device was disappeared as reported due to the failure of the main circuit board, and that the alarm of the subject device did not sound. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(4), omsc surmised that the reported front panel display issue was caused by the failure of the pressure sensor mounted on the main printed circuit board. The exact cause of the pressure sensor failure could not be conclusively determined, but there was the possibility that the pressure sensor failure was attributed to any of the following manufacturing process errors. As a result of oxygen invaded into the subject device, the electrode of the pressure sensor was oxidized and corroded, and then the wires inside the pressure sensor was peeled off due to the oxidative corrosion. - as a result of a mistake in the component mounting, foreign material (epoxy) adhered to the component, and then the wires inside the pressure sensor was peeled off due to the adherence of foreign material. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the reprocessing before a laparoscopic surgery with the subject device at the user facility, it was found that the front panel display of the subject device blacked out, and an alarm sounded from the subject device, the user facility replaced the subject device to another similar device to complete the procedure. There was no report of patient injury associated with this event.